Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was 160 mg/dl. The customer stated that the time was advancing. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.